Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms producing an acquisition 36 error message when connected to the system. The transducer was returned, and the investigation could not reproduce the system error. However, the customer service engineer sent an image from the site that confirmed an acquisition 36 error. The most probable cause of the issue was determined to be a reliability issue with the distal flex. A change to the distal flex soldermask was implemented in december 2016. This transducer was manufactured post-corrective action. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, the transducer prompted a usaquisitionhw_36 message when it was connected to the system. This occurred while the doctor was prepping the patient for a transesophageal echocardiography (tee) procedure. The doctor ended up not using the ultrasound system and transducer. The tee procedure was completed with another similar but different ultrasound system and tee probe. There was a delay of 20 minutes while the equipment were changed. There was no loss of data and there was no patient adverse event reported with the initial and replacement transducers. No additional information was provided.